Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer experienced sample quality issues; the gel barrier was inadequate and watery causing error in the analyzer on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone # (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jun-2025. Investigation summary: bd received 100 samples for investigation. The evaluation of these samples showed no defects related to poor barrier separation. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025. Therefore, factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer experienced sample quality issues; the gel barrier was inadequate and watery causing error in the analyzer on unspecified number of tubes. There was no health impact or consequence reported.